Manufacturer narrative:
(B)(4): add'l info rec'd from sales rep. Per quality control spec, this device is inspected, prior to further processing. It should be noted a change was implemented after the manufacture of this device, adding a new tool with stop to minimize flare size variation in the mfg process. We can advise that appropriate design control activities have been completed. Unfortunately, at this time, the root cause of the separation is unk. No product was returned to assist in this investigation. We will continue to monitor for similar complaints.

Event description:
The first device was placed in pt and dressed on (B)(6) 2009; then within a minute the chest tube came disconnected from the hub and a new chest tube had to be placed. Add'l info rec'd on (B)(6) 2009: x-ray was performed to confirm placement, and everything looked fine. Upon removal of the second catheter on (B)(6) 2009, an x-ray was taken and it showed a piece of a catheter remained in the pt. They inspected both catheters and it was determined that the piece came from them original catheter. The piece could not be seen by the original x-rays because it was hidden behind the second catheter. The pt went to surgery on (B)(6) 2009 to have the tip of the catheter removed (1820334-2009-00519). Pt outcome is unk at this time.